Event description:
Eighteen gauge, 1.16 in bd insyte autoguard IV catheter - upon opening packaging and inspecting the product, the rn discovered that the product was defective in lacking the hub of the catheter. The plastic catheter was in place over the metal stylet needle, however, it was not attached to anything, as the hub was missing. This could have resulted in the plastic catheter being accidently injected into the patient's vein, had it not been discovered. Lot # 8165479. Expiration date: 06/2011. Diagnosis or reason for use: pre-operative preparation.